Manufacturer narrative:
The reported condition has been confirmed and attributed to a disengaged cam bar.

Event description:
The device was used during an abdominal hysterectomy procedure. Reportedly, the instrument was difficult to open. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.